Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction resulted from the station tilting backward. A field service engineer adjusted the chassis to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.